Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Surgeon reported patient dislocated right shoulder during sleep approximately 2.5 weeks post op. Attempted closed reduction under ga unsuccessful. On (B)(6) 2010, revision performed - soft tissue re-aligned and humeral head replaced.